Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, f10, h6. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. There was no allegation of malfunction or that surgical valve prematurely failed. The complaint was confirmed. The cause of the event was due to patient factors, progression of patient's underlying valvular disease pathology, and expected wear and tear.

Event description:
Edwards received information the 23mm aortic valve implanted for approximately 14 years underwent valve-in-valve procedure due to severe symptomatic aortic stenosis and regurgitation secondary to degeneration. Patient presented with severe dyspnea. Transthoracic echocardiogram revealed no significant perivalvular leak. The patient tolerated the procedure well without complication and was transferred to the intensive care unit in stable condition. Patient was discharged home in stable condition on post-operative day one (1).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was not confirmed. The cause of the event as it was reported was due to patient factors and the progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 23mm valve. It was reported to be natural disease progression and there were no complications.